Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during preparation for use for a diagnostic gastroscopy procedure, the air/water nozzle was clogged on the evis lucera elite gastrointestinal videoscope, and the air or water flow was weak or ineffective. The scope could be used normally before the clogging was found. The intended procedure was completed with a similar device and a evis lucera elite video system center. The procedure was not delayed more than fifteen (15) minutes. The patient was not under general anesthesia. No patient harm reported. The customer was able to reprocess in the correct procedure. Olympus perfusion system was adopted by the hospital for preliminary cleaning. At a previous training, the olympus field service engineer (fse) had required the department to change the deteriorated injection tube, mh-946 with a new one. The automated endoscope reprocessor (aer) used at the hospital was the mingtaike endoscope reprocessor. On (B)(6) 2021, the nozzle was replaced during repair. During the evaluation of the device, it was noted the nozzle was clogged with foreign material (white glue) due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of nozzle was clogged with foreign material (white glue) due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 27-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the white glue may have occurred from the following mechanism: injected medical glue via endo therapy accessories during procedure. Due to mishandling of the accessories, medical glue adhered to distal end while withdrawing the accessories. Medical glue adhered in a/w nozzle and remained. The following information is stated in the instructions for use which may have prevented the event: "warning: do not withdraw the endotherapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur." Olympus will continue to monitor field performance for this device.